Manufacturer narrative:
It is not known if the device will be returned for evaluation. If the device or additional info becomes available it will be reported on a supplemental report. Associated device: 4933-8-040 wire with olive, diamond point hoffmann lrf 2.0 x 450mm lot# unk.

Event description:
It was reported, the wire broke when it was being tensioned. But it broke outside of the pin clamp where I would have broken it anyways. The wire was successfully tensioned. When manipulating the tensioner to either tighten the nut on the near wire bolt or disengage the wire from the tensioner, the wire broke between the tensioner and the wire bolt. The wire was sufficiently tensioned and locked. No retensioning was necessary. The procedure went on without delay.